Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) failed back surgery syndrome and other spinal pain. The reason for call was rep reported that pt began to feel a burning sensation inside the implant pocket. Rep stated the pocket is much more sensitive near the bottom of the ins/pocket. Rep was with pt at the time of call and pt was also speaking on the call. Rep stated the pain is worse when charging the ins. Rep stated pt turned off stimulation and they're still experiencing the burning sensation. Rep stated the pain is constant and is worse when applying pressure to the pocket/ins implant site. Pt stated pain increases when they are laying or when driving and the seat presses against the implant site, or when they put any kind of pressure on the pocket. Rep stated the implant site does not appear to be red or feel warmer than any other part of pt's body. Rep stated they ran an impedance check and connectivity and impendence were all within normal ranges. Rep inquired on possible troubleshooting steps. Rep confirmed no recent falls or trauma. Technical services reviewed information and recommended that caller continue to work with pt's hcp to further address the situation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2022-11-11. The rep reported that the cause was unknown. The patient did indicate that the sensation was worse with charging. Rep informed patient that some battery heating was normal with charging. Rep discussed with the patient about charging more frequently to reduce total charging time per each session. It was also suspected that the burning sensation, which occurred regardless of stim being on or off, could be associated with a peripheral/superficial nerve irritation and that a pocket revision may be necessary to relieve the site discomfort. Issue was not yet resolved. An email was sent to the patient's hcp to request a pocket revision. If confirmed, a pocket revision will be scheduled.